Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced irritation at the ins pocket site due to the ins turning inside the pocket site. As a result, on (B)(6) 2017 the physician created a new pocket site above the initial site. Postoperatively, effective therapy was reported.